Manufacturer narrative:
No moisture damage was found on the electronic assembly, motor, battery tube and vibrator assembly however, moisture damage was found on the keypad traces during visual inspection. The device had corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump exploded in the insulin pump. Customer's blood glucose was unknown. The battery popped in the battery compartment. Customer stated the drive support cap was normal, unable to run self-test. Customer stated the display went blank immediately after the device was exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.